Event description:
It was reported that the syringe 5ml ls 21ga 1-1/2in tw experienced light scale markings and foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: no cap issue.

Manufacturer narrative:
H.6. Investigation summary: two photos were returned for evaluation. From the photo, observed missing needle shield, foreign matter and rubbed off on the scale line of the syringe barrel. A review of the device history record revealed no irregularities during the manufacture of the reported lot. At the primary packaging machine, there is a vision system to detect and reject parts with missing needle shield. Production technician would then need to manually remove the missing needle cover parts from the blister pocket and replaced with the good parts. Challenge the vision system and have to get pass signal, before parts flow down to next process. Based on the quality team's investigation, the root cause of these incidents could not be determined. H3 other text.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5 ml ls 21ga 1-1/2 in tw experienced light scale markings and foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: no cap issue.